Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six months after the implant of this transcatheter bioprosthetic heart valve the patient presented to an emergency department after feeling lightheaded and passing out. The patient's rhythm was monitored and electrophysiology was consulted. It was decided to implant a dual-chamber pacemaker. The patient¿s condition was suspected to be related to having had the replacement heart valve implanted. The patient was discharged in stable condition. No further adverse patient effects were reported and the valve remains implanted.

Event description:
Subsequently it was reported that the pacemaker was implanted as a result of the observation of right bundle branch block and first-degree atrio-ventricular block in the electrophysiology assessment that was conducted following the patient's syncopal episode.

Manufacturer narrative:
Additional information was received and has been updated in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are a known potential adverse effect and are resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve, although in this event the conduction disturbance occurred six months post-implant; therefore the relationship to the device is unknown. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed if additional information is received. (B)(4).